Manufacturer narrative:
The reported issue was confirmed. The root cause was isolated to a weak circulation pump. The device was evaluated and the reported issue was confirmed as it was noted during decontamination that the unit was primed to fill. Serviced the circulation pump. Replaced the heater sn (B)(6) with sn (B)(6). Replaced the drain valves and replaced both manifold o-rings on the manifold coin cell was replaced. Device was put through a functional check and pre-cal after the repair. The device was placed on acats (automated calibration and test system). An electrical safety test was performed. A final inspection was performed. The arctic sun 5000 passed all performance testing, and electrical safety tests and is functioning properly and ready for use. The DHR is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. Based on the results of the investigation, no additional actions are needed. The labeling is not required as the complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: the actual/suspected device was inspected.

Event description:
It was reported that the arctic sun device was not cooling. A check of the diagnostics showed a failed mixing pump. The device was under extended warranty. Per biomed via phone on 05dec2022, initial reporter was not available, but they were aware that the device had been shipped for depot repair. Per sample evaluation results received on 21dec2022, the root cause of the reported issue was a failed mixing pump. It was stated that the arctic sun device was primed to fill.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the arctic sun device was not cooling. A check of the diagnostics showed a failed mixing pump. The device was under extended warranty. Per biomed via phone on (B)(6) 2022, initial reporter was not available, but they were aware that the device had been shipped for depot repair. Per sample evaluation results received on (B)(6) 2022, the root cause of the reported issue was a failed mixing pump. It was stated that the arctic sun device was primed to fill.